Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump delivered at a lower rate than programmed. The customer reported that the device "acted like it was infusing, however, there were no fluids running through the pump". It was also reported that there was no pt injury.